Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (2500 mcg/ml at 299.6 mcg/day) and bupivacaine (20 mg/ml at 2.4 mg/day) via an implanted pump. The patient¿s medical history included chronic pain and kidney failure. The indication for pump use was failed back surgery syndrome and non-malignant pain. It was reported that when the patient was taken in for pump replacement with eri (elective replacement indicator) at less than one month, the catheter was found to be severed in the pump pocket. The environmental, external, or patient factor that may have led or contributed to the issue was noted to be that per the patient, she had a history of flipping her pump. The hcp could not find the other end of the catheter in the pump pocket, so abandoned that portion of the catheter in the patient. The pump and pump segment of the catheter were removed and not replaced. The patient¿s managing pain doctor was called, and it was decided that she would be started on a fentanyl patch. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 27-mar-2011, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 04-nov-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the pump revealed miscellaneous failed lab dispense test; above spec. Analysis of the 8709 catheter revealed catheter body; broken. Analysis of the 8578 catheter revealed no significant anomaly; sc connector coring-tears-cuts in seal; no leak seen in lab. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.